Event description:
Customer reported via phone call they experienced high blood glucose level. The blood glucose of the customer was 475 mg/dl at the time of the incident. The customer had been using the insulin pump system within 48 hours of reported high blood glucose level. The customer was treated with insulin pump. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.